Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. Revision surgery is planned but has not taken place as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, revision surgery was performed (date not reported) to reposition the internal magnet. The implanted device remains and the patient has resumed use of the device. This report is filed (B)(6) 2015.